Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent evening and overnight hypoglycemia while using the ilet, with lowest glucose readings reported as ¿low¿ (<40 mg/dl) and time below range extending for several hours; the device alerted to lows, and the user treated with fast-acting carbohydrates. Symptoms included grogginess. Outcomes included non-serious impact with no medical intervention, no hospitalization, and assistance from family due to hearing impairment rather than incapacity. Investigation included review of downloaded device data and training resources provided for scheduling follow-up and education. Investigation of this case revealed no device malfunction identified from available data, and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.